Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a company representative. The healthcare provider who initially reported the event via the national answering service (nas) was clarified. The serial number of the catheter involved in the event was (B)(4). A revision was not scheduled at this time. Due to the surgery where the catheter was cut, the patient had to wait 30 days before it will be scheduled. A revision surgery was planned though. The patient¿s weight was unknown. The pump was shut off. The catheter and pump would not be returned as there was no issue with the products.

Manufacturer narrative:
Concomitant medical products: product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter; product ID: 87 09sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Other relevant device(s) are: product ID: 8598a, serial/lot #: (B)(4), ubd: 05-may-2018, UDI#: (B)(4); product ID: 8709sc, serial/lot #: (B)(4), ubd: 07-jan-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was currently receiving dilaudid of an unspecified concentration at an unspecified dose rate via an implantable pump for non-malignant pain and post lumbar laminectomy syndrome. It was reported that the patient had a surgery unrelated to their device or therapy on (B)(6) 2019 and the hcp performing the surgery accidently cut the catheter. They did not want to have to deal with the pump system today and wanted to have the pump shut off and address/replace it in a month. The physician authorized the permanent pump shut down and the code to shut the pump off with the tablet was provided. No patient symptoms were reported. No further patient complications have been reported as a result of this event.